Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) at 11pm the baby was found vital signs absent. A code was called. Baby was resuscitated and died 48 hours after transfer. The staff believe that the monitor did not alarm.

Manufacturer narrative:
The philips monitor was not quarantined and was immediately put back into use and worked as it should. Biomedical engineer did a check and found the monitor was in good working order. The biomedical engineer checked also other monitors in the unit and found the equipment working as specified. At the hospital they have a piic classic patient link for bed to bed overview ¿ but no central station and no recorder module. There are no strips and there is no alarm history available. Additionally multiple attempts were made to try to obtain further details and information via philips account manager who tried unsuccessfully to get data from the hospital and risk management. Philips was not notified of any patient impact until december which was 50+ days after the incident. This also limited philips ability to collect relevant data. Also the customer has indicated they believe this is a staff/user related issue and not a product malfunction. The manufacturing process ensures that all devices are tested during manufacture/assembly and must pass the final test before delivery to the customer. If a test fails, the affected unit will be segregated according to the non-conforming product process and disassembled and the failures are analyzed in the repair area. A failed step, for example due to an operator error, is documented / repeated as necessary and all steps must have completed successfully in order to pass the final test. Consequently, it is not possible to correlate with any certainty a field failure with a test or assembly failure or failed/repeated step. Doas/defoas/early life failures are subject to routine investigation to identify root cause. Returned items from field failures occurring after longer periods in service and resolved via exchange repair are analyzed for root cause. The probability of establishing a correlation between the field failure and a specific entry in the device history traveler, prior to an evaluation of the device according to our standard processes, is extremely low. Therefore a DHR review is not warranted. Patient information has been requested, but unavailable at the time of this report.

Event description:
The customer reported that on (B)(6) at 11 pm the baby ((B)(6)) was found with vital signs absent. A code was called. Baby was resuscitated and died 48 hours after transfer. "The staff believe that the monitor did not alarm." Upon request philips account manager contacted the hospital staff (the director of the women¿s and infants program, the manager of the special care nursery and the director and manager of quality) to get detailed information about the issue. The nurse who was responsible for the patient said she saw a flat green line on the monitor when she discovered the patient. Later she said she didn¿t see anything. She said the monitor did not alarm after the baby was transferred to (B)(6) (a tertiary children¿s hospital in (B)(6)). Philips account manager was told the by the hospital staff on december 1st that ¿the monitor showed a flat green line and a sp02 of 53¿ ¿ the hospital¿s ECG is green in this hospital. But no one knows what actually happened. The baby was found without vs (vital signs) and a code blue was called.